Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
A drill bit ( 703701 , 2.0mm x 122mm , ao fitting ) was broken during surgery today.

Manufacturer narrative:
Based on investigation, the root cause was attributed to be user related. The failure was caused by inadequate use. The device inspection revealed the following: the visual examination revealed that the front part of the returned drill bit is indeed completely broken off, the characteristics indicate a typically torsional overload breakage. Note that some spiral traces on the drill shaft are clearly evident, which let us determine that inadequate use has finally lead to the tip breakage. Possible inadequate positioning in the drill guide (on an angle). The ao coupling part is still intact, no damages are evident there. The instruction for use (v15011 rev n 05-2016 instruments IFU ot-IFU-179) was reviewed: ''instrument important information for doctors and or staff: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; warnings: only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. Ensure that drilling and cutting tools are sharp. '' [original statement(s)]. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A drill bit ( 703701 , 2.0mm x 122mm , ao fitting ) was broken during surgery today.